Event description:
As reported: "assembled a revive trial and the 9x30 trial spacer broke while in patient. Had to use 13x30 trial spacer."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.